Event description:
It was reported that the patient experienced several syncopal episodes due to inhibition of pacing from noise on the right ventricular (rv) channel. Isometric and pocket manipulations were performed and the noise could not be reproduced. The device was explantedand replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg) implanted: 2007-(B)(6), 5076 implantable pacing lead implanted: 2007-(B)(6). (B)(4).